Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3888-28, lot # l59087, implanted: (B)(6) 1999, product type lead; product ID 7434-e, serial # (B)(4), implanted: (B)(6) 1999, product type programmer, patient; product ID 7495-66, serial # (B)(4), implanted: (B)(6) 1999, product type extension. (B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) reported that cause of the issue was that the patient¿s ins was at end-of-life (eol) and that they had surgery to replace it. It was noted that the patient had a >50% reduction in their symptoms and their outcome was reported as recovered without permanent impairment. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was implanted for a replacement on 2014-(B)(6). It was noted that the patient had not called with any further complaints since implant. The manufacturer representative had no further information as of 2014-(B)(6). Additional information was requested but was not available at the date of this report.

Event description:
It was reported that the stimulation was intermittent. The patient also felt that the stimulation was weaker. The patient was still using the stimulation and receiving pain relief but the patient had to turn stimulation up to get relief. It was noted that ¿these¿ changes were noticed "one to two months" prior to report. It was noted that the implantable neurostimulator (ins) battery status was okay but they were planning on changing the ins out on the date of report for a different ins. The patient also mentioned wanting to get more stimulation into the back area. When the caller was doing some programming on the date of report he was able to get more stimulation into the patient¿s back. The patient was programmed to: 1+2-, 4.2v, 210 microseconds and 31 hz. The following impedance measurements were obtained: c0 405, c1 ??, c2 405, c3 405, 01 548, 02 ??, 03 820, 12 548, 13 820, and 23 548.